Manufacturer narrative:
No prod will be returned for eval.

Event description:
The pt reported that, she was experiencing elevated blood glucose values (280 mg/dl). She stated that in 2007, she noticed condensation in her insulin cartridge compartment. She then stated that her father had not screwed the cartridge on properly causing the condensation. She stated that, she disconnected from the infusion device for a few hours due to exercising and her blood glucose readings dropped to 40 mg/dl. She reported that she was throwing up, but stated that this was from an illness. The pt was able to successfully bolus in the air, while disconnected from the infusion device. The pt was advised to speak to her physician regarding adjusting her basal rates during her illness. No prod will be returned for eval.